Event description:
It was reported that a spectrum pump had a door latch error. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door latch error. Review of the event history log identified multiple "door jammed" alarms. Evaluation determined the cause of the reported symptom to be loose upper link screws. The screws were replaced to correct this condition.